Event description:
The patient had been experiencing both withdrawal and overdose symptoms. In 2003, the pump was refilled with morphine and bupivicaine. Four days later, the patient presented to the hospital with withdrawal symptoms of pain and anxiety. The pump was found to be empty. In 2005, the pump was refilled with morphine, bupivicain, and clonidine. Three days after, the pt presented to the emergency room with severe overdose symptoms of somnolence, emesis, and dizziness. This was followed by withdrawal symptoms two days later. The pump was again found to be empty and was refilled. In 2006, the patient presented to the hospital one week before the scheduled refill date with withdrawal symptoms. The pump was found to be empty. One month later, the pump was explanted and replaced, and returned to the manufacturer for analysis. The hcp verified that cerebrospinal fluid came through the catheter.